Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the button on the colibri ii device is getting stuck.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Tunit was tested and completely dismantled and it was found that the button is indeed getting jammed up in the peek bushing. The inner part of the peek bushing shows scratches therefore, it is possible that the button gets stuck, to narrow. Unfortunately we are not able to determine the exact cause of this reported problem. It is possible, according the visual scratches of the inner bushing, that a foreign particle between the peek bushing and the mechanical stop may have caused these damages. Unfortunately no evidence was found during dismantling. As this is a new unit we can not determine if the problem occurred during assembly, final test passed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.